Manufacturer narrative:
The previously applied (B)(4) is not applicable. Additional information received determined that this event was no longer a reportable issue. As such, no further regulatory reports will be submitted pertaining to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding if the cause of the overdose was determined, it was indicated that the patient was having break through pain and the pump was titrated up. The patient¿s weight at the time of the report was unknown. The information was noted as having been confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving clonidine (77.30 mcg/ml at an unknown dose), prialt (1.5018 mcg/ml at an unknown dose), and morphine (750.9 mg/ml at an unknown dose) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient had an episode of overdose at the end of (B)(6) 2018. No interventions were mentioned and no further complications were reported or anticipated.